Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The lead was surgically abandoned, thus will not be returned.

Event description:
It was reported that during remote follow-up the physician noted some episodes with loss of capture of the right ventricular (rv) lead. The patient was contacted for an in-clinic troubleshooting follow-up with engineering support. During the in-clinic follow-up, an increase in the pacing threshold measurements from 2.2 volts at1.0 milliseconds to 5.0 volts at 2.0 milliseconds. It was noted that the patient is not pacemaker dependent, thus the rv lead was reprogrammed to 7.5 volts. The physician noted a revision procedure would be scheduled in the future but has not yet been scheduled. The rv lead remains implanted and no adverse effects were reported. Additional information was received that the rv lead was surgically abandoned and successfully replaced due to a lead dislodgement. Since it remains implanted, but abandoned, it is not expected to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during remote follow-up the physician noted some episodes with loss of capture of the right ventricular (rv) lead. The patient was contacted for an in-clinic troubleshooting follow-up with engineering support. During the in-clinic follow-up, an increase in the pacing threshold measurements from 2.2 volts at1.0 milliseconds to 5.0 volts at 2.0 milliseconds. It was noted that the patient is not pacemaker dependent, thus the rv lead was reprogrammed to 7.5 volts. The physician noted a revision procedure would be scheduled in the future but has not yet been scheduled. The rv lead remains implanted and no adverse effects were reported.